Manufacturer narrative:
Section b5. Describe event or problem: corrected data; initial MDR did not discuss device history records.

Event description:
Device history records were reviewed for both the lead and generator and both were sterilized and had no nonconformities prior to distribution.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection and increased seizures are not related to the functionality or delivery of therapy of the device.

Event description:
The patient was recently implanted and presented with edema at the generator site and fever about three weeks later. The site was punctured and tested positive for bacteria. The patient was prescribed antibiotics and the infection site had improved. The patient returned a few days after finishing the antibiotic cycle with fever and worsening epilepsy. The patient was admitted to the ICU with return of the fever and decompensated crises. The patient's generator and lead were explanted due to the infection. Stimulation was never turned on. The patient's infection healed and the increased seizures were attributed to the infection. No other relevant information has been received to date.